Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to obtain the device, to date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2020 and topical skin adhesive was used. The physician assistant was applying the adhesive to the leg incision, a piece of glass broke through the side of the ampuole and poked pa¿s finger. There were no patient consequences reported. Additional information has been requested.